Event description:
It was reported that customer had post operative complication. The reporter was unable to describe. The surgeon requested reported to initiate rl6. Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that customer had post operative complication. The reporter was unable to describe. The surgeon requested reporter to initiate rl6. Medical intervention was unknown. Per mail received on 07nov2022, stated that patient required additional procedure and extension in hospital stay.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. A potential root cause for this failure could be "materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It is unknown whether the device had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Indications: wound drains are used to remove exudates from wound sites. Warning: when placing drain(s) care should be taken to ensure that the perforated portion of the wound drain lies completely within the confines of the wound. Read product insert provided with the closed wound evacuator for detailed instructions, warnings and precautions associated with the use of the evacuator device. To avoid the possibility of drain damage or breakage: ¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked for free motion during closure to minimize the possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. ¿ surgical removal may be necessary if drain is difficult to remove or breaks. Drain placement a. Using a single silicone drain 1. Place perforated wound drain within critical fluid collection area of wound. 2. Draw non-perforated section of wound drain through to the outside until drain indicator mark appears at the skin surface. Two sets of indicator marks aid placement of the drain. 3. Trim non-perforated section of drain to desired length. 4. Insert connecting tube of drain to drain port of evacuator. B. Using two silicone drains 1. Repeat steps 1-3 above. 2. Attach proximal ends of silicone drains to the bard® y-connector (#0070790) and connect y-connector to evacuator drain port. C. Using a silicone double drain 1. Draw drain using trocar from outside into inside of wound then from inside to outside of wound on other side. 2. Cut wound tube in the middle of perforated section. 3. Remove trocar only by cutting the drain tubing one inch from end of trocar. 4. Trim non-perforated section of drain to desired length. 5. Attach drains to individual evacuators, or to y-connector 0070780 or 0070790. 6. Insert other blue adapter into y-connector and attach drains to each blue adapter. 7. Insert connecting tube into evacuator. Reuse precaution: this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient." Correction: f,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned